Event description:
It was reported by the customer that the devices had broken bottom latches. The number of broken units has doubled, and it has been difficult to keep up with the parts needed for these repairs. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.